Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient wanted the implantable neurostimulator (ins) off and it would not go off. It was noted that the ins would not turn off.

Event description:
It was reported that the patient turned stimulation off and did not see a lightning bolt, but still felt stimulation and her arms were shaking. It was noted that this happened all the time; it would intermittently turn on and off despite what the programmer was indicating. The patient was going to attempt decreasing stimulation to 0.0 volts and was going to see her doctor. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).